Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia for approximately half a day, with glucose exceeding 300 mg/dl while using the ilet and nearly a full insulin cartridge delivered without observed insulin leakage or odor; glucose corrected after the user replaced consumable components. Symptoms included high blood glucose. Outcomes included temporary disruption to glycemic control without hospitalization. Investigation included troubleshooting and user education conducted by support, including assessment for infusion or delivery issues and replacement of consumables. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with hyperglycemia of unclear cause that resolved after changing the consumables. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.